Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the skin temperature probe is not working properly. The doctor reported of skin burn while pt was being monitored. Additional info received indicated the affected area is the foot. The color of the affected area is black. The affected area has been resolved and it took 2 months. The sensor site was checked/rotated every 4 to 5 hours. There were no additional tape used. The pt was not under any medication during the time of the event. There were no other devices used on the pt at the time of the event.